Event description:
It was reported to boston scientific corporation that a gold probe was to be used for cautery during a procedure. According to the complainant, during the procedure, the device failed to deliver current for cautery. The device was withdrawn from the patient, and then the procedure was completed using another gold probe along with the same generator. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The reported event: probe fails to deliver energy. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.